Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 5. Xtw (lot: 40429r1026) was chosen for implantation. One of the grippers was not functioning and it was found that the gripper line was wrapped around the gripper. The device was discarded and replaced. Xtw (lot: 40501r1015) was chosen for implantation. During preparation, the lock line and the clip itself felt tight. The clip was replaced. Xtw (lot: 40612r1115) was implanted successfully, reducing tr to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported physical resistance/sticking of the arm positioner and physical resistance/sticking of the lock lever could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.